Manufacturer narrative:
(B)(4). Customer returned one used k-04500-001b arterial catheter. It was noticed that the body of the catheter was curved. Upon inspection of the tip it was viewed that there was deformation, as if the lip had been pulled downward. When the tip was inspected from an overhead position it could be seen that this deformation was a result of the catheter tip having something drawn against it, likely the spring wire guide. The inner diameter of the catheter tip was measured and was found to be within specification. A device history record (DHR) review was performed and there were no relevant findings. The customer complaint of the catheter tip being split was confirmed upon investigation. The deformation is characteristic of that caused by a spring wire guide being drawn against a catheter tip. Based upon the time of discovery and the observed damage, it was determined that operational context caused or contributed to this complaint.

Event description:
The customer reports that the catheter had dampened wave form within the first hour after insertion. When the catheter was removed it was noted that it was shredded/kinked at the tip of the catheter. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The results of the investigation are pending at the time of this report.

Event description:
The customer reports that the catheter had dampened wave form within the first hour after insertion. When the catheter was removed it was noted that it was shredded/kinked at the tip of the catheter. No patient injury or consequence.